Manufacturer narrative:
The investigation has been completed. The device logs confirmed the reported failure mode given there was a controller error alarms triggered during the clinical procedure. The console was sent back for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data. Triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the controller error (optical placement signal issue) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by changing the console. No patient harm reported.